Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during benign prostatic hyperplasia (bph) procedure, at 69,507 joules and 7:10 mins of use, it was noted that there was a loss of beam power and the beam was coming out at the fiber's extremity and not laterally. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. Patient outcome: "ok" reported. No injury to patient was reported.